Event description:
User experienced discrepant results for glucose and other assays. Number of pts involved is unk. Customer states wrong results were not reported since they were unreasonable. Upon investigation, it was determined some assays assumed the calibration factor from other tests. Customer was advised of the field correction which was initiated for this issue. The issue did not occur after the customer began following the field correction.